Event description:
After 9 months of implantation, this device was explanted due to erosion.

Manufacturer narrative:
Since the device was not returned, the production history and sterilization records were reviewed. The records showed that this device was manufactured, sterilized and released according to the applicable standard operating procedures. Devices sold and labelled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the defibrillator in object: manufacturing date: 09 may 2005. Use before date: 09 june 2006. Sterilization lot number: s050526. Moreover, it should be noted that erosion is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.